Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2019 due to poor performance, cholesteatoma and incorrect placement of electrode array in cochlea. There are no plans to re-implant the patient with a new device as of the date of this report.